Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not functioning properly. She attempted to enter carbs and it kept scrolling on its own. The customer could not escape and then was alarming button error. The blood glucose reading was 200mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to moisture damage at keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. Unable to prime insulin pump during prime/a33 test due to faulty force sensor resistor. Cracked case at display window corners, reservoir tube and battery tube threads noted. Minor scratched lcd window noted.